Manufacturer narrative:
Zimvie received one (1) tsx41b13, (tsx¿ implant, 4.1mmd, 13mml) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent bone/tissue attached to external threads. Slight wear and markings with apparent dried blood was seen inside and out; however, no apparent damage/malfunction to the implant was identified that would cause or contribute to the reported event. Markings are likely due to the removal process. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 2120037929. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120037929 for similar events and one (1) other complaint was identified ((B)(4). The customer did not submit images for the reported event. Based on the investigation and risk management file review the most likely root cause determined from the investigation is inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). E1: last name unknown / not provided.

Event description:
It was reported that patient in clinic to get revision surgery due to bone being to high in lower arch to get lower denture lubricated. (Due to supraeruption of the mandibular arch and associated bone irregularities, implant was removed. A mandibular arch alveolectomy was performed, and new implant was placed. Site affected #19. Will return in 5 months to test new implant.